Event description:
It is reported by patient's counsel that the patient underwent a total knee arthroplasty on (B)(6) 2010 that included the tm monoblock tibia. Patient experienced pain, and was revised on (B)(6) 2012.

Manufacturer narrative:
A review of the implant's manufacturing record indicates tha tit was manufactured to specification. Based on the information available, the root cause of the event cannot be determined. Should additional information be obtained to further this investigation, this report shall be updated.